Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed efaa. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw was deployed on the mitral valve without issues. To further reduce mr, an xt clip delivery system (cds) was inserted and the leaflets grasped. While attempting to deploy, the clip failed to establish final arm angle (efaa) and opened to roughly 100 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the cds was removed and replaced. An additional clip was then deployed on the mitral valve, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported clip opening during efaa was not confirmed via returned device analysis. Based on all available information, a cause for the reported clip opening during efaa could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.